Event description:
It was reported that a perforation and a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The physician performed the case under the guidance of transesophageal echocardiogram (tee). The transseptal puncture was performed successfully with no issues or complications. The laa was accessed with a pigtail catheter and the was. An angiogram was taken of the laa and showed good depth and position of the was. The 24mm watchman laa closure device was deployed, but was slightly too deep so a parital recapture was performed. It was redeployed at the ostium of the laa. Assessment via tee in 0, 45 and 90 degree angles showed release criteria was met, but in 135 degrees on tee there was a significant posterior gap between the device and the laa wall. The 24mm device was fully recaptured and removed from the was. A pigtail was reinserted into the was and the was repositioned back into the laa. A 27mm wds was then advanced and deployed on the first attempt at the ostium of the laa. While the 27mm was being assessed by tee the patients blood pressure dropped and the tee identified a pericardial effusion. While the physician prepped to insert a pericardial drain, the tee assessment of the 27mm device was measured to meet the release criteria and a tug test completed. The device was released. The physician drained the pericardial effusion successfully, but it continued to refill. The patient was transferred for open heart surgery. The physician and the cardiac surgeon confirmed the laa had a tear which was sutured successfully, stopping the tamponade. The surgeon commented that the device was in a great position. The patient is stable and recovering well.